Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted.

Event description:
The end user reported that she developed skin breakdown with blistering and weeping more than a year ago. She saw a dermatologist, who prescribed treatment, but she does not remember the name of the prescription. She reported that ther skin barrier lefts due to weepiness. Therefore, she has to change her pouch system daily. She is scheduled for surgery to correct her prolapsed stoma next week.